Event description:
It was reported that a user on ilet therapy experienced recurrent hypoglycemia overnight and in the afternoon in the context of late or missed meal announcements, unannounced snacks before evening exercise with subsequent corrections, pausing insulin during activity, and variable hypoglycemia treatment, which constituted a use-of-device problem with no specific device component implicated. Symptoms included hypoglycemia and episodes of hyperglycemia. Outcomes included unexpected medication intervention in the form of oral glucose for hypoglycemia treatment, with no hospitalization or surgery delay reported. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem and that the pattern was consistent with user behaviors causing insulin stacking and glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.